Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device alarmed a no delivery alarm. Customer's blood glucose was 260 mg/dl. During troubleshooting, insulin did exit with fixed prime. Found cannula was bent. After troubleshooting, customer was advised the infusion set will be replaced. Customer agreed to return the infusion set for analysis.